Event description:
A report was rec'd from the USA stating that the ventilator had an erratic graphical user interface (gui) display. There was no reported patient involvement. The date of the event was not reported.

Manufacturer narrative:
The covidien customer support engineer (cse) replaced the graphical user interface (gui) to breath delivery (bd) cable. The device passed all testing. Covidien reference: (B)(4).